Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient had a boil over the implant site and then that was drained but still did not heal. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead was explanted.